Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was found to be in backup mode due to event queue overflow. Technical support was contacted and recommended a firmware download to resolve the event. A firmware download was performed to resolve the event. The patient was stable.